Event description:
Pt believes she developed a staph infection after a hernia repair. She stated she had three surgeries to correct the infection and pull the sutures they used out of the infected area. No further info was provided.